Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient had hernia surgery about 1 month ago and is just beginning ccpd therapy again. Upon follow-up, the patient¿s pd registered nurse (pdrn) revealed the patient was experiencing frequent drain complications, as well as abdominal pain (date not provided). The nephrologist ordered a computed tomography (CT) scan of the abdomen, and the patient was diagnosed with an umbilical hernia, which was not present prior to the patient beginning pd therapy. On (B)(6) 2021, the patient underwent an outpatient umbilical hernia repair and hemodialysis (hd) catheter (not a fresenius product) placement with good success. The patient was released from the hospital the same day and began undergoing outpatient hd therapy on (B)(6) 2021. Per the pdrn, there was no evidence a malfunction or deficiency of a fresenius product(s) and/or device(s) occurred; however, the formation of the patient¿s umbilical hernia occurred since the patient began pd therapy. The patient tolerated outpatient hd therapy without issue and resumed pd therapy on (B)(6) 2021. The pdrn stated the patient resumed utilizing the same liberty select cycler as before surgery and is recovering from the events.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s serious adverse events of an umbilical hernia (characterized by drain complications), which warranted surgical intervention. While there is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction caused the event(s). The liberty select cycler cannot be excluded from having a possible causal and/or contributory role in the creation and/or exacerbation of the patient¿s umbilical hernia, as it was undiagnosed when the patient began rrt. Hernias are a well-known potential complication of pd therapy due to increased intra-abdominal pressure created during pd therapy. During therapy, this pressure caused can create or exacerbate weaknesses in the supporting abdominal wall structures. Additionally, the surgical introduction of the pd catheter (not a fresenius product) also increases the risk of hernia formation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient had hernia surgery about 1 month ago and is just beginning ccpd therapy again. Upon follow-up, the patient¿s pd registered nurse (pdrn) revealed the patient was experiencing frequent drain complications, as well as abdominal pain (date not provided). The nephrologist ordered a computed tomography (CT) scan of the abdomen, and the patient was diagnosed with an umbilical hernia, which was not present prior to the patient beginning pd therapy. On (B)(6) 2021, the patient underwent an outpatient umbilical hernia repair and hemodialysis (hd) catheter (not a fresenius product) placement with good success. The patient was released from the hospital the same day and began undergoing outpatient hd therapy on (B)(6) 2021. Per the pdrn, there was no evidence a malfunction or deficiency of a fresenius product(s) and/or device(s) occurred; however, the formation of the patient¿s umbilical hernia occurred since the patient began pd therapy. The patient tolerated outpatient hd therapy without issue and resumed pd therapy on (B)(6) 2021. The pdrn stated the patient resumed utilizing the same liberty select cycler as before surgery and is recovering from the events.